Event description:
It was reported that the pca set y conn check vlv 90 inch experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material #: 30873 batch/ lot #: 20077668. One staff report of a missing luer lock and tubing connector above the back check valve. The white plastic fitting above the back check valve that connects to the tube section to the luer connector was broken off above the back check valve. The broken off section was not inside the packaging. Defect was discovered prior to use.

Manufacturer narrative:
H.6. Investigation: a complaint of a broken back check valve was received from the customer. Two samples were returned for investigation. On one sample no defects were noticed during visual inspection, priming, or infusion. On the second sample the back check valve was found broken. The connecting tubing had broken off. The customer complaint was confirmed. A device history record review for model 30873 lot number 20077668 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the supplier. The investigation concluded that the defect seen could not be caused by the supplier manufacturing process. The root cause for this defect is most likely mishandling during transportation from bd to the customer. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20077668 regarding item 30873. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pca set y conn check vlv 90 inch experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material #: 30873 batch/ lot #: 20077668. One staff report of a missing luer lock and tubing connector above the back check valve. The white plastic fitting above the back check valve that connects to the tube section to the luer connector was broken off above the back check valve. The broken off section was not inside the packaging. Defect was discovered prior to use.